Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. The device was returned in it's original sterile packaging. Device testing was able to determine that the error codes seen were due to open/resistance on the device's mic¿s module.

Event description:
Boston scientific received information that this boxed device exhibited an error code which indicated the device was in storage mode. The boxed device was returned for analysis. There was no patient involvement noted.